Manufacturer narrative:
The company service representative examined the system and was able to duplicate the problem repeatedly and with corrective action. By adjusting the middle z sensor he was able to confirm the solution. The system and bed were then tested and met all product specifications.

Event description:
Adverse event(s): no patient impact (no consequences or impact to patient). Product problem(s): "bed would not move up or down" (device stops intermittently). The customer reported the patient bed would not move up or down. The patient had flaps made on both eyes when the issue was noted, however, the flaps had not yet been lifted. The system was rebooted and the surgery was completed. The facility reports that swiveling the bed out then in sometimes helps solve the problem temporarily. No patient injury was reported.